Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) were within acceptable ranges on the day of the event. As per siemens instructions, the customer replaced the sample probe cleaner, primed all cleaners' multiple times, and ran check 1 and qcs, which passed. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the reagent 2 (r2) horizontal motor, r2 probe, sample 2 (s2) drain, sample 1 (s1) flush pump, r2 power cable, sample probes (s1, s2, s3), integrated multisensor technology (imt) probe cleaner pumps, and sample s1 and s2 horizontal motor couplings. Then, the cse ran quick check and quality controls and all results recovered acceptably. The cause of the discordant, falsely depressed carbon dioxide (co2) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result obtained on the initial instrument was reported, as the correct result, to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.